Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4 (serial#, unique identifier (UDI) #), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d10, e1 (initial reporter), e2. Additional point of contact: casey vale. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported replacing the helium tank twice due to the low helium alarm; however, the helium tank icon remained empty. The customer also reported that the cs300 had been on standby for approximately 15 minutes due to an autofill failure alarm. Esp personnel advised the customer to locate another cs300 while troubleshooting the helium tank and explained that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. Esp personnel reviewed the step with the customer on how to change the helium tank. The customer stated that an o ring had not been used on the first two helium tanks. Esp personnel then guided the customer via video call to correctly install a helium tank with an o ring; however, the autofill failure alarm persisted and the tank icon continued to indicate no helium. Esp personnel then assisted the customer in switching to another cs300. The customer were able to successfully switch prior to 30 minutes of balloon catheter inactivity. Esp personnel appreciated appropriate waveforms and blood pressure indices on the second pump. Esp personnel requested to send the first pump to biomed.

Manufacturer narrative:
Additional information e1(initial reporter)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via the emergency support program line that a cs300 intra-aortic balloon pump (iabp) experienced issues related to helium supply and autofill failure alarms. Customer changed the helium tank twice due to a low helium alarm, however the helium tank icon remains empty. He also stated the cs300 had been on standby for 15 minutes due to an autofill failure alarm.no harm or injury to the patient was reported.